Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg on (B)(6) 2005. The physician reported the ipg is depleted and leads may be twisted. A revision consult was set for (B)(6) 2011. Follow up reported that the ipg has been non-functional for 2 years and the patient is scheduled for an explant on (B)(6) 2011. No further information is available at this time.